Manufacturer narrative:
The product sample was discarded on site by the customer. Due to the date of the event the customer was unable to identify the exact product used. Although requested, the lot number was not provided, therefore the UDI-pi is not available. The device history record could not be reviewed because the lot number was not specified. Photos of the instrument were not provided, either. Due to the lack of sample and photos/videos, the reported problem could not be verified and therefore, the root cause of the capsule damage could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility reported that that they had an issue in the past with the metal aspiration tube coming out of the irrigation hole in the handpiece, causing a capsule bag break. They did not realize it until after the main usage when they went back into remove viscoelastic. This event was from a couple years ago and it was just learned about. The date of event was not available. The doctor remembers that there was no significant delay, no additional anesthesia required, and that the patient was "fine". No further details are available.